Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. Correction: h6 clinical code and medical device problem code.

Manufacturer narrative:
Additional information b5, h6.

Event description:
Revision op report received. Initially her hip performed well. She presented to outpatient ortho clinic with beginnings of right hip pain with unknown etiology. Work up recommended due to recall. Esr and crp were negative for any evidence of infection. CT scan for loosening showed no evidence of loosening and some eccentric location of the femoral head represent poly wear. No further information.

Manufacturer narrative:
D10: concomittants: 170-32-00 - biolox delta femoral head 32mm od, +0mm, (B)(6) . 186-01-48 - integrip cc, cluster 48mm, g1, (B)(6) . 188-01-05 - wedge plasma x/o sz 5, (B)(6) . Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 67 yo female patient, initial hip implanted on (B)(6) 2019, side unknown, underwent a revision procedure on (B)(6) 2023, approximately 4 years 6 months post the initial procedure. Reason for the revision not reported. Recalled poly stated on the report. There were no surgical delays or device breakages reported. The patient was last known to be in stable condition following the event. No x-rays or device images provided. Device is not returning. The hospital kept it. No further information.